Event description:
It was reported that after leaving the procedure room, the patient's left ventricular (lv) lead exhibited loss of capture and high capture threshold. The lv lead was explanted and replaced. The patient was stable throughout the procedure.